Event description:
It was reported that the pump battery would not charge despite attempts with different outlets and cables. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to try different charging methods and eventually decided to replace the pump. The customer was informed of the replacement process and was asked to return the malfunctioning pump using a pre-paid label and box. The customer did not disclose what backup therapy would be used to ensure continued insulin delivery.